Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was failed on accuracy tests. The error is greater that 6 percent. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint of failed accuracy test. The device has not been serviced in the last 12 months. Visual/functional testing was performed. A bubbled downstream occlusion (dso) seal was observed. The dso seal was replaced. Accuracy issue was not replicated. Device underwent functional and accuracy testing with no issues. Preventative maintenance was performed.